Event description:
"While intubating patient with disposable laryngoscope, the light was turning on and off. Unable to visualize airway. Laryngoscope removed and pt. Successfully intubated with non-disposable laryngoscope. Disposable laryngoscope is britepro solo mac3 lot 240101971 exp: [redacted date]."